Event description:
It was reported by the affiliate that during a cholecystectomy procedure the device clip would not form. Another like device was used to complete the case. No patient consequence. One device is returning for analsis.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.